Manufacturer narrative:
This lead remains implanted and thus will not be returned for analysis. Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that loss of capture was seen on the right atrial (ra) lead due to a lead dislodgment. Reprogramming was done to mitigate this issue, and at this time this lead remains implanted. No adverse patient effects were reported.